Event description:
This report is for pt 1 of 2. Healthcare professional reports: hemochron signature act result of 133 seconds obtained on a heparinized pt. Healthcare professional did not provide if the assay was act+ or act-lr, what procedure was being performed, or when during the procedure, the act of 133 seconds was obtained. Pt was placed on angiomax. Repeat act was 132 seconds. Healthcare professional did not indicate time elapsed between administration of angiomax to when act of 132 seconds was obtained. Test was repeated with same lot of cuvettes, act was 350 seconds. Target range for unspecified procedure not provided. No report of adverse event, serious injury or intervention.

Manufacturer narrative:
(B)(4). No product returned from user facility. Customer complaint could not be confirmed.